Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-jul-2017, the fse replaced the bf wash probe #2 and tested the analyzer. No defects were noted. The most probable cause of the reported event was a clogged bf wash probe #2.

Event description:
On (B)(6) 2017, the customer reported receiving bf probe suction errors on their aia-900 analyzer. The customer had previously experienced this issue on (B)(6) 2017 and the bf wash probe assembly was replaced on (B)(6) 2017. The current probe #2 was reportedly clogged. Parts were ordered by technical service. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of luteinizing hormone and estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.